Event description:
It was reported that a balloon rupture occurred. He tight target lesion was located in a severely calcified artery. After the lesion was opened with a 2.0 mm balloon, the 3.5mm x 15mm wolverine peripheral cutting balloon was introduced. However, the balloon immediately ruptured after inflation up to 1atm. The device was removed and the procedure was completed with a different device. There were no patient complications.

Manufacturer narrative:
Device evaluated by MFR.: the device was returned for analysis. No issues identified with the hypotube shaft. A visual inspection of the outer and inner lumen and tactile examination of the entire extrusion found no issues. A detailed microscopic examination of the balloon identified a pinhole leak just distal to the proximal markerband. All blades were fully bonded on the balloon and did not exhibit any signs of damage. Tip showed no signs of tip damage. A microscopic examination of the proximal and distal markerbands identified no damage. The device was attached to an encore inflation unit and the balloon was observed to have a pinhole leak.

Event description:
It was reported that a balloon rupture occurred. He tight target lesion was located in a severely calcified artery. After the lesion was opened with a 2.0 mm balloon, the 3.5mm x 15mm wolverine peripheral cutting balloon was introduced. However, the balloon immediately ruptured after inflation up to 1atm. The device was removed and the procedure was completed with a different device. There were no patient complications.